Manufacturer narrative:
The customer¿s reported complaint of the medsystem iii alarming was not replicated when turned on during testing; however channel b was identified disabled, found in a service state. Review of the logs and the service state details for channel b confirmed the pump experienced a malfunction associated with fluid side occlusions which most likely resulted in the channel being placed in a service state, disabling channel b. It is suspected that the user attempted to load an IV cartridge on channel b while in a service state resulting in an audible alarm, inadvertently prohibiting the user from loading an administration set on channel b of the medsystem. Based on the medsystem iii dfu, in the operational precautions section, an IV cartridge should not be loaded into a channel requiring service. Lastly, returned medsystem successfully calibrated and a ten hour test infusion on channel b showed the pump operating as intended. CAPA reference: (B)(4). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required.

Event description:
The customer reported that the alaris medsystem iii infusion pump alarmed and failed to accept the IV cartridge while preparing to use on a patient. Alarm would not turn off. Not on a patient at the time of the event, and the customer reported that the event did not increase the need for treatment/monitoring.